Event description:
It was reported that a low battery message for patient's ipg displayed on external devices. A manufacturer representative confirmed the issue and the ipg was deemed inoperable. It is unknown if the ipg depleted prematurely. In turn, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient weight. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated surgical intervention occurred wherein the ipg was explanted and replaced to address the issue.